Event description:
It is reported that the trilogy cup was damaged during impaction. When liners were inserted the ceramic broke. This was attempted two times. A continuum cup was put in and the surgery was completed.

Manufacturer narrative:
Evaluation summary: trilogy acetabular system surgical technique states "warning: if the ceramic insert is not uniformly seated before impaction, the insert edge may fracture when impacted." Although not proven it is possible that with the mal positioned shell the liner may not have been positioned correctly during impaction causing the edge to break. A definitive root cause cannot be determined with the info provided. Evaluation: the device history records were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications.